Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that an x-ray state error occurred when the image acquisition cancelled out. The error was cleared and that allowed the site to complete a second acquisition. The representative reported that the atp board for the imaging system was replaced to prevent a re-occurrence. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the detector stopped halfway through an image acquisition. The site reported that the gantry then lost motion ability. The site waited a few minutes and then performed another image acquisition without fault. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The mobile view station (mvs) pendant was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. During inspection, mvs pendant control failed visual inspection. The soft key right 1 and soft key right 2 lamination are worn through extended pressure. There is a brownish spot and a crimping mark on the cord possibly from use and installation respectively. But not related to the reported issue as the pendant was installed on the imaging system and worked without any issues. Each button functioned as expected. The device was found to be fully functional and no fault found.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.